Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 563 mg/dl. Customer advised their legs felt rubbery and they treated their high blood glucose via insulin pump. Customer advised they did not feel good and were unable to troubleshoot. Customer was advised to follow up with their healthcare provider.